Manufacturer narrative:
Unit passed displacement test, sleep current measurement, self test and active current measurement. Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 120 mg/dl. Customer was able to successfully clear the alarm. Screen was not went back to normal. Customer was able to complete insulin pump rewind. Troubleshooting steps were provided for power error detected alarm. The power error detected alarm was not recurred within a week of troubleshooting previous occurrence. The customer was advised that the process should resolve the power error detected condition. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.